Event description:
Rn's noted problems with vanish point syringes: 1 (3cc, 25g x 1") would not withdraw fluid; 1 other had a piece of plastic floating freely after drawing up fluid. Two 1 cc syringes failed to retract. All occurred during 3/02, however unable to determine lot numbers for any of above. No adverse effects to pts/employees.